Event description:
It was reported that a physician's (B)(4) handheld computer would display an sql error after interrogation of patient's device. The physician stated that he did not exchange the flashcard of the device with another flashcard. The handheld computer was returned to the manufacturer for product analysis. Product analysis of the returned handheld revealed no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Furthermore, an analysis was performed on the returned flashcard and the reported allegation of sql error was verified. The cause for the sql errors is associated with a corrupt database. The root cause for the database corruptions could not be determined based on the returned flashcard and software. Additionally, it was identified that 6 archive databases were corrupt. A review of the database properties gives the indication that the archive databases were created on the day of the complaint and are copies of the corrupted database. Once the databases were replaced with new databases, no further anomalies were noted during testing using the ac adapter or the main battery with a full charge.